Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support identified the error in the cgm history and explained to the customer that the pump was reset, which also resets the insulin on board and max hourly bolus to zero. The customer was educated on the need to manually restart cgm sessions whenever the pump is turned off or reset, which the caller understood and acknowledged.